Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the saw attachment coupling mechanism for the saw blade is stuck. The mechanism is locked. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service technician noted the following action taken: repair. Additionally, the service technician noted that: the bearing is defective; the housing is worn out. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. During the pre-repair diagnostic assessment the service technician identified the following failure: bearing defect. The probable root cause was determined to be wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.